Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, tissue became stuck within the white 60 reload accessory while unclamping the sureform 60 stapler instrument, resulting in a tissue injury. To resolve the issue, the staple line was manually oversewn with suture. The procedure was completed robotically and there were no post-operative complications. Additional details regarding the incident could not be recalled by the surgeon.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. An advance stapler log review show the sureform 60 stapler instrument (lot number: k13240418-0433) was installed on the system 8 times and fired 8 reloads (1 blue, followed by 7 white). On each install, the first clamp was successful. On installs 1 and 7, the firings were completed with no pauses for compression. On installs 2-6 and 8, the firings were completed with 1 pause for compression. After the 8th install, the stapler was removed and not used again in the procedure. There were no stapler related errors in the logs. The probable root cause could not be determined based on the provided information.